Event description:
The customer reported the system had an x-rays disabled error message and locked up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board, hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.